Event description:
It was reported that for a month or two, the pt has been experiencing stiffness in the hip if he sits for an hour or more.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.